Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin in the pump. Customer was advised to contact technical support for ongoing issues and to contact technical support when a current occlusion was being experienced.